Manufacturer narrative:
(B)(4).

Event description:
The patient has fallen several times and experienced withdrawal symptoms. A confirmed motor stall was noted in the event logs, with no motor stall recovery recorded. A tube set was also noted in the event logs. Sources of electromagnetic interference (emi) were ruled out as cause of the motor stall. The medications being delivered via the device system were bupivacaine, and morphine.